Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, after a .018 hp 40 3x4 slalom percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion it touched a stent and it ruptured. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. It is unknown how the procedure was completed but it was completed successfully. The product was clinically used and it will not be returned for analysis.

Manufacturer narrative:
It was reported that a slalom balloon catheter (bc) ruptured during use. The .018 hp 40 3x4 slalom percutaneous transluminal angioplasty (pta) bc was delivered to the target lesion, where it touched an indwelling stent and ruptured. There was no reported patient injury. The patient¿s information was unknown. The target lesion was an unidentified shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. It is unknown how the procedure was completed but it was reported that it was completed successfully. The product was clinically used, and it will not be returned for analysis. A device history record (DHR) review of lot 17610348 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, unknown vessel characteristics may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿the slalom pta catheter is intended to dilate stenoses in iliac, femoral, ilio-femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae¿ ¿ this device is intended for one time use only. Do not resterilize and/or reuse it, as this can potentially result in compromised device performance and increased risk of inappropriate resterilization and cross contamination. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.